Event description:
It was reported that during a vascular stenting procedure in the sfa, the deployment mechanism became unresponsive and the stent could not be completely deployed. Upon removal of the delivery sys, the vascular stent elongated in the sfa. The delivery system was retrieved successfully. No other stents were used ot complete the procedure; however, a pta balloon was used for post-dilatation. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been reported with regard to this lot number. As part of the investigation, the complaint sample was requested, however, the delivery sys was discarded by the user facility. No images have been provided for the purpose of evaluation. Therefore, the alleged failure could not be reproduced and the complaint will be closed with inconclusive result. Potential factors that could have led or contributed to the excessive release fore and the subsequent deployment failure have been evaluated. The reported elongation of the vascular stent may have been caused as a result of a deployment failure during the attempt to withdraw the delivery sys from the pt.